Event description:
It was reported that during testing conducted at the manufacturer facility the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrosion and worn components were discovered within the device, which are probable caused of overheating.